Event description:
During the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vesesl. The physician inserted the stent and successfully placed the stent. The physician inserted a post dilatation balloon and performed post dilatation on the stent at 12atm. The physician deflated the dilatation balloon and removed the dilatation balloon and inserted the aspiration catehter. The physician attempted to aspirate the vessel and noticed that the occlusion balloon was deflating. The physician continued with the case and aspirated the particulate from the vessel. The case was complete and the pt is reported to be fine.